Event description:
It was reported that the wound healing in the two months since implant had been poor and the entire cardiac resynchronization therapy defibrillator system was explanted due to suspected pocket infection. No additional adverse patient effects were reported.